Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On an unk date, it was reported that there was a flow back of fluid from the peritoneal to ventricular catheter. There was pt contact but no pt injury or death reported. Additional clinical info has been requested.